Event description:
It was reported when using the bd pyxis¿ medstation¿ es, an incorrect medication identification was connected to one medication. The customer reported that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 24-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) requested the customer for the medication's barcode details. The tss verified with the customer that the issue was resolved and proceeded to close the case. The system functioned as intended after the customer resolved the issue.